Event description:
It was reported the clinician inserted the ez-io needle into a child pt and they were infusing about 50mls/hr. Upon arrival to the picu, it was noted there was a small amount of leakage around the plastic hub. They stopped the infusion, flushed the needle and were able to identify a vertical split in the plastic hub. As a result, the ez-io needle was removed and alternate sited. They do not know if this caused a delay in treatment and there was no pt death or complications reported. It was noted this was a child pt intubated on a ventilator, receiving glucose and carnitine through the io needle at the time of the event.

Manufacturer narrative:
(B)(4). The sample will not be returned.